Manufacturer narrative:
Legal claim received on 29-jun-2016: the plaintiff was implanted on or about (B)(6) 2012. After being implanted with essure, she suffered from severe and permanent injuries. Company causality comment: this non-medically confirmed; spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergic reaction to nickel. She was submitted to a bilateral salpingectomy. During the surgery, a perforation was found in right fallopian tube. Additionally, consumer reported burn (after being electrocuted), adenomyosis (requiring hysterectomy) and an enlarged and inflamed appendix (requiring surgery). A legal claim was received upon follow up. The reported events were considered serious due to medical importance. Only nickel allergy and fallopian tube perforation are listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy; which may induce allergic reactions in patients with nickel sensitivity. In this case, the consumer was submitted to a salpingectomy more than one year after essure placement. According to her, during the surgery her tubes were found necrotic and black due to nickel allergy and essure on right side had perforated. Major inconsistences were found in consumer's report, such as the timing between nickel allergy manifestations and essure insertion. Additionally, fallopian tube necrosis is not an expected complication of nickel allergy. Fallopian tube necrosis usually has an acute onset with serious complications such as peritonitis; which were not reported in this case. Despite the lack of detail available, the absence of medical confirmation and report inconsistencies to perform a comprehensive causality assessment; the intervention (salpingectomy) reported by the consumer, is regarded as a serious injury by the company. Therefore, this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 14-sep-2016: information received from consumer via social media states that she had an emergency surgery to get essure out. According to her, surgery is causing so much pain. Company causality comment: this non-medically confirmed; spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergic reaction to nickel. She was submitted to a bilateral salpingectomy. During the surgery, a perforation was found in right fallopian tube. Additionally, consumer reported burn (after being electrocuted), adenomyosis (requiring hysterectomy) and an enlarged and inflamed appendix (requiring surgery). A legal claim was received upon follow up. The reported events were considered serious due to medical importance. Only nickel allergy and fallopian tube perforation are listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy; which may induce allergic reactions in patients with nickel sensitivity. In this case, the consumer was submitted to a salpingectomy more than one year after essure placement. According to her, during the surgery her tubes were found necrotic and black due to nickel allergy and essure on right side had perforated. Major inconsistences were found in consumer's report, such as the timing between nickel allergy manifestations and essure insertion. Additionally, fallopian tube necrosis is not an expected complication of nickel allergy. Fallopian tube necrosis usually has an acute onset with serious complications such as peritonitis; which were not reported in this case. Despite the lack of detail available, the absence of medical confirmation and report inconsistencies to perform a comprehensive causality assessment; the intervention (salpingectomy) reported by the consumer, is regarded as a serious injury by the company. Therefore, this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority FDA maude (#mw5042370) in united states on 06-jul-2015. It refers to herself who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer reported that her doctor placed essure and she went three months later and had test to conclude blockage. She immediately had unexplained weight gain, rashes, hair loss, pain, bloating. A year later had severe non-stop pain, debilitating chronic fatigue and pain on a daily basis. In 2013 she was electrocuted and the essure coils kept the current inside of her instead of it leaving. She was at the hospital for several days recovering from burns. Consumer had continued pain and as diagnosed with fibromyalgia and chronic fatigue syndrome. Twenty two emergency room visits later a doctor listened to her. She had a bilateral salpingectomy to remove tubes and coils. Left coil was intact in fallopian tube and the right side had perforation. Also her tubes were necrotic and black from the allergic reaction to the nickel. She recovered from that emergency surgery to have a second two months later. Hysterectomy by emergency surgery to remove an oversized uterus. The pathology report stated adenomyosis and necrosis of uterus. She just had an appendectomy ruled suspicious bc (interpreted as because) her appendix was hugely enlarged but no infection. Her doctor seemed to believe it was caused by stray pet fibers from the essure devices. All surgeries were emergency, no time to prepare and she almost lost life on the operating table during her second surgery. She was admitted for 16 days due to complications and side effects of essure. Product technical complaint (ptc) investigation result was received on 15-jul-2015. This adverse event report is related to a ptc. The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this non-medically confirmed; spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergic reaction to nickel. She was submitted to a bilateral salpingectomy. During the surgery, a perforation was found in right fallopian tube. Additionally, consumer reported burn (after being electrocuted), adenomyosis (requiring hysterectomy) and an enlarged and inflamed appendix (requiring surgery). The reported events were considered serious due to medical importance. Only nickel allergy and fallopian tube perforation are listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy; which may induce allergic reactions in patients with nickel sensitivity. In this case, the consumer was submitted to a salpingectomy more than one year after essure placement. According to her, during the surgery her tubes were found necrotic and black due to nickel allergy and essure on right side had perforated. Major inconsistences were found in consumer's report, such as the timing between nickel allergy manifestations and essure insertion. Additionally, fallopian tube necrosis is not an expected complication of nickel allergy. Fallopian tube necrosis usually has an acute onset with serious complications such as peritonitis; which were not reported in this case. Despite the lack of detail available, the absence of medical confirmation and report inconsistencies to perform a comprehensive causality assessment; the intervention (salpingectomy) reported by the consumer, is regarded as a serious injury by the company. Therefore, this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.

Manufacturer narrative:
Internal communication received on 07-dec-2015: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed; spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergic reaction to nickel. She was submitted to a bilateral salpingectomy. During the surgery, a perforation was found in right fallopian tube. Additionally, consumer reported burn (after being electrocuted), adenomyosis (requiring hysterectomy) and an enlarged and inflamed appendix (requiring surgery). The reported events were considered serious due to medical importance. Only nickel allergy and fallopian tube perforation are listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy; which may induce allergic reactions in patients with nickel sensitivity. In this case, the consumer was submitted to a salpingectomy more than one year after essure placement. According to her, during the surgery her tubes were found necrotic and black due to nickel allergy and essure on right side had perforated. Major inconsistences were found in consumer's report, such as the timing between nickel allergy manifestations and essure insertion. Additionally, fallopian tube necrosis is not an expected complication of nickel allergy. Fallopian tube necrosis usually has an acute onset with serious complications such as peritonitis; which were not reported in this case. Despite the lack of detail available, the absence of medical confirmation and report inconsistencies to perform a comprehensive causality assessment; the intervention (salpingectomy) reported by the consumer, is regarded as a serious injury by the company. Therefore, this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Despite follow-up attempts, no further information was obtained.